Event description:
It was reported during prostate procedure the fiber tip was flashing and some of the tip came off. They had to flush out the part of the tip out of the bladder. The procedure was completed using second fiber. The fiber tip (cap) was not cleaned during the procedure. Additionally it was reported that the fiber was in good condition after unpacking and preparation. No courtesy messages were noticed on the console. There was no injury to the patient reported due to this event.